Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/ failure to occlude (close) fallopian tubes'), device dislocation ('migration of essure device location of device: broken coil') and device breakage ('migration of essure device location of device: broken coil') in a 17-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included obesity. Concomitant products included etonogestrel (nexplanon) from 2011 to 2013 for birth control. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), candida infection ("infection (other) describe: candida"), migraine ("migraines/headache"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdomen pain"), 1 day after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy (stillbirth or miscarriage): miscarriage"), urticaria ("rashes or skin conditions type: hives/rash acne"), rash ("rashes or skin conditions type: hives, rash, acne"), dysgeusia ("metallic taste"), acne ("rashes or skin conditions type: hives, rash, acne"), tooth disorder ("dental problems"), feeling abnormal ("neurological conditions or problems type: brain fog/depression/ anxiety"), depression ("neurological conditions or problems type: brain fog/depression/ anxiety, mood swings"), anxiety ("neurological conditions or problems type: brain fog/depression/ anxiety"), endometriosis ("other injury(ies) or complication(s) please describe: endometriosis") and mood swings ("neurological conditions or problems type: brain fog/depression/ anxiety, mood swings"), was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (surgical removal of coil(s). Essure was removed in 2012. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, urticaria, rash, dysgeusia, urinary tract infection, candida infection, acne, migraine, bladder disorder, urinary tract disorder, tooth disorder, feeling abnormal, depression, anxiety, weight increased, endometriosis, alopecia, mood swings, nausea, vaginal discharge and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, acne, alopecia, anxiety, bladder disorder, candida infection, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, endometriosis, fallopian tube perforation, feeling abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: no (discrepancy noted). Current weight 243 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Imaging procedure: on (B)(6) 2013: I don't know, unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, perforation (fallopian tube). That I will never be able to have children. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs & mr received- new events failure to occlude (close) fallopian tube(s)/ perforation (fallopian tubes), nausea, vaginal discharge and abdomen pain were added. Event onset date was added. Medical history, concomitant drug and lab data were added. Patient's height and weight were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: broken coil'), device breakage ('migration of essure device location of device: broken coil'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage): miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urticaria ("rashes or skin conditions type: hives/rash acne"), rash ("rashes or skin conditions type: hives,rash,acne"), dysgeusia ("metallic taste"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), candida infection ("infection (other) describe: candida"), acne ("rashes or skin conditions type: hives,rash,acne"), migraine ("migraines/headache"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), feeling abnormal ("neurological conditions or problems type: brain fog/depression/ anxiety"), depression ("neurological conditions or problems type: brain fog/depression/ anxiety, mood swings"), anxiety ("neurological conditions or problems type: brain fog/depression/ anxiety"), endometriosis ("other injury(ies) or complication(s) please describe: endometriosis"), alopecia ("hair loss") and mood swings ("neurological conditions or problems type: brain fog/depression/ anxiety, mood swings"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed in 2012. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, urticaria, rash, dysgeusia, urinary tract infection, candida infection, acne, migraine, bladder disorder, urinary tract disorder, tooth disorder, feeling abnormal, depression, anxiety, weight increased, endometriosis, alopecia and mood swings outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, acne, alopecia, anxiety, bladder disorder, candida infection, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, endometriosis, feeling abnormal, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: broken coil'), device breakage ('migration of essure device location of device: broken coil'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage): miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urticaria ("rashes or skin conditions type: hives/rash acne"), rash ("rashes or skin conditions type: hives,rash,acne"), dysgeusia ("allergic or hypersensitivity"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), candida infection ("infection (other) describe: candida"), acne ("rashes or skin conditions type: hives, rash, acne"), migraine ("migraines/headache"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), feeling abnormal ("neurological conditions or problems type: brain fog/depression/ anxiety"), depression ("neurological conditions or problems type: brain fog/depression/ anxiety, mood swings"), anxiety ("neurological conditions or problems type: brain fog/depression/ anxiety"), endometriosis ("other injury(ies) or complication(s) please describe: endometriosis"), alopecia ("hair loss") and mood swings ("neurological conditions or problems type: brain fog/depression/ anxiety, mood swings"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed in 2012. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, urticaria, rash, dysgeusia, urinary tract infection, candida infection, acne, migraine, bladder disorder, urinary tract disorder, tooth disorder, feeling abnormal, depression, anxiety, weight increased, endometriosis, alopecia and mood swings outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, acne, alopecia, anxiety, bladder disorder, candida infection, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, endometriosis, feeling abnormal, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: pfs received: lawyer was added. Patient's demographic was added. Case become incident previously added injury nos was replaced by vaginal bleeding & new events-vaginal bleeding menorrhagia, pregnancy (stillbirth or miscarriage), miscarriage, metallic taste, uti, candida infection, hives, rash, acne, bladder problems, urinary problem, migraines, headaches, migration of essure device location of device: broken coil, dental problems, device breakage,brain fog, depression, anxiety, dysmenorrhea, pelvic pain,weight gain, mood swings, endometriosis, hair loss, device ineffective were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.